Event description:
Following post pta of stent it was noted that the stent integrity was compromised. It appeared loosely formed, not smooth in shape. This is the second time rptr has noted a malfunction or sub-optimal function for this stent. Stent was left in pt.